Manufacturer narrative:
The third party service agent evaluated the device and was unable to duplicate the reported issue.  Physio-control did however perform an evaluation of the electronic patient record and the keylog and was able to verify that the reported issue did occur. Proper device operation was observed through functional and performance testing.  The device will be returned to the customer for use.  The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was powering itself off and on during a patient event. There was no report of any adverse effects caused to the patient during the reported event.no additional event information has been provided to physio-control.